Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) reviewed server event logs and confirmed the site worked from the server. Then. The tss confirmed that the customer did a reboot of the server. After the reboot and update, functionality was restored. Issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medlink was not working. The customer was able to log in, but when they tried to select a unit, it did not load and then generated an error message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.